Manufacturer narrative:
(B)(4). Per tandem's t:flex pump user guide: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with an elevated blood glucose (bg) level of 870 mg/dl and diabetic ketoacidosis (dka). Reportedly, the customer arrived in the ER with chest pain, but was found to actually be in dka. Review of pump history confirmed 2 resume pump alarms and an auto off alarm. The alarms were declared appropriately as the customer stopped insulin delivery and the customer did not interact with the pump for 12 hours. The contact was unsure if the customer was on the pump at the time of alarms or if the customer was on insulin drip while hospitalized. The customer was treated with injections of insulin. Additionally, it was reported that the customer experienced a low bg level prior to the hospitalization. Reportedly, the customer believed the low bg level was due to the pump giving too much insulin. A follow up with the customer on (B)(6) 2017 indicated that the customer was hospitalized for a heart attack and the customer reported that this was the reason for the elevated bg level. The customer's low bg level was 41 mg/dl. The suspected cause of the low bg level was too high of basal settings and the customer adjusted the basal setting to address the event. The bg level was addressed by the paramedics with intravenous glucose. Reportedly, the customer's head was cracked when the customer fell. The customer was released from the hospital on (B)(6) 2017.